Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following patient de mographic information, if available: age, gender, weight, bmi at the time of index procedure? What was the date of index surgical procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? What are the product code and lot number? What was the timing between the infection and usage. Was a drain used after the procedure? Please clarify the event description where is states, ¿the surgeon used surgical powder on a mastectomy as a general hemostat also hoping it would elevate general drainage to some degree.¿ was the intended meaning to alleviate general drainage or elevate general drainage? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Was the excess irrigated and removed? What were current symptoms following the index surgical procedure? Onset date? Were cultures performed? If yes, results? Has any surgical or medical intervention been performed? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative infection? What is the patient¿s current status? What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a mastectomy procedure on an unknown date and absorbable hemostat was used. The product was used as a general hemostat also hoping it would elevate general drainage to some degree. The patient presented with an infection that she had to bring back. They think it was from the absorbable hemostat. No adverse patient consequences were reported. Additional information was requested.